Event description:
Varian has received a report stating that the couch moved during the transition from one treatment field to the other, causing the gantry and couch to collide. The report alleges that there was no movement made to the couch by the operator. No info was received indicating contact between the pt and the gantry. No report of injury has been received.

Manufacturer narrative:
The alleged incident could not be confirmed. Although all available treatment log info was received, the treatment logs normally available with the varian 4ditc rv system were not available because this site uses an rv system manufactured by impac. As a result, the alleged movement of the couch during the transition from one treatment field to another without an intentional couch command by the operator cannot be substantiated due to insufficient info. There was no malfunction of the varian device. No f/u to this report is anticipated. (B)(4).